Event description:
A malfunction with the pump was reported, indicated by malfunction code 199 in tandem source, which signifies an issue with the pump. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was informed that the issue was resettable, but did not have the supplies needed to perform a reset at the time. They planned to call back and complete the reset when they were prepared.